Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the metal face of the rf probe fell off inside the patient¿s joint during use. All pieces were retrieved via x-ray.